Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not engaged or visible. Manual compression was applied for hemostasis. There was no reported patient injury. Prior to use, the device was prepared and stored according to the instructions for use. No excess force was applied during insertion, and the user shuttled down the device completely without significant resistance. No unusual force was applied during sheath retraction. The advancer tube was neither engaged nor visible. The unknown sheath was not kinked or bent upon removal, and there was no visible damage to the distal end of the balloon shaft. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The puncture site was the femoral artery, with no vessel tortuosity. The intended procedure was diagnostic with a retrograde approach used. The physician was certified in the use of the mynxgrip vcd. The patient was not morbidly obese. Other procedural details were requested but were not provided. The device is being returned.

Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) was not engaged or visible. Manual compression was applied for hemostasis. There was no reported patient injury. Prior to use, the device was prepared and stored according to the instructions for use (IFU). No excess force was applied during insertion, and the user shuttled down the device completely without significant resistance. No unusual force was applied during sheath retraction. The advancer tube was neither engaged nor visible. The unknown sheath was not kinked or bent upon removal, and there was no visible damage to the distal end of the balloon shaft. Angiography confirmed femoral artery suitability, with an insertion angle of 30¿45 degrees. Vessel diameter was confirmed to be =5 mm, with no visible calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before deployment of the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The puncture site was the femoral artery, with no vessel tortuosity. The intended procedure was diagnostic with a retrograde approach used. The physician was certified in the use of the mynxgrip vcd. The patient was not morbidly obese. Other procedural details were requested but were not provided. A non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, and a cordis mynx syringe was received detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was found in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was observed in its manufactured position, while the balloon showed no abnormal conditions. An additional observation was noted ¿ the transparent protective cover that shields the shaft of the device was returned inserted on the unit. No other anomalies were observed during this visual analysis. The inflation and deflation functionality of the balloon was evaluated, and no issues related to the reported event were observed, as the balloon inflated and deflated properly. Before performing the deployment test, the transparent protective cover on the shaft of the device was removed. A deployment test was then successfully executed, during which the sealant and the advancer tube were deployed correctly, confirming proper device functionality. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be conclusively determined during product investigation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down completely) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the product¿s IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.